Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 8 atm and was simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good post procedure.